Manufacturer narrative:
Other relevant device(s) are: product ID: 37651, serial#: (B)(4), product type: recharger. Product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient thought their implantable neurostimulator (ins) battery was ¿afloat¿ in the ins pocket. The consumer said the ins battery ¿moved slightly,¿ nothing the patient could move the ins battery when they grab the skin around it. As a result, the ins ¿charges very slow.¿ the consumer stated when all the coupling bars were filled in, the patient still felt as if the ins charged slowly. During the call the consumer stated none of the coupling bars were filled in (it was reviewed even with no coupling bars; the ins is still charging). The patient repositioned the recharger antenna several times, but the coupling bars remained empty. The antenna was repositioned again, and the patient got four coupling bars, but then the bars were empty after they pressed the green button to refresh the ins charging session. The consumer then rotated the dial on the antenna and there were six coupling bars filled in and the ins was ¾ charged. The consumer was redirected to their healthcare provider (hcp).